Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver sounded false alarms. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver sounding false alarms could not be determined. A root cause could not be determined.